Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This occurred during a routine transfer set change. A sample bag was attached to the new transfer set to check the tube patency. When the nurse tried to disconnect the sample bag they were was unable to do so. The tube would not come free and was unscrewing from the inside. There were no cuts, hole or leaks to the tube.the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.